Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited episodes of noise. The ICD exhibited an episode of functional under-sensing. No intervention was performed. The patient will be further monitored. The patient was in stable condition.

Event description:
New information received notes that the noise was over-sensed.